Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown dose and concentration via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient had a pump replacement due to normal battery depletion and was experiencing complications. The patient was reported as being in the emergency room but the caller reported that they didn't believe it was related to having the pump replaced. It was reported that the patient was having trouble breathing and chest pains. The chest pain was described as feeling "like it was being pressed on really hard". It was noted that the patient experienced soreness in the abdomen and that they think this was due to the pump replacement surgery. The caller stated that the healthcare providers(hcp) were looking for the patients dose and concentration information before giving her any more medications and she was directed to follow up with the patients hcp office. No further complications have been reported as a result of this event.